Manufacturer narrative:
The returned ipg was analyzed passed all tests performed and exhibited normal device characteristics. The reported event was not confirmed. Analysis showed no charging issues and the ipg was charged fully from its hibernation under a proper charging method. Also the temperature of the device during the charging cycles was within the tolerance limit. The probable cause for this complaint is no problem detected.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that the ipg would get very hot. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that the ipg would get very hot. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that the ipg would get very hot. The patient underwent an ipg replacement procedure.